Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was not displayed due to damage to the charged coupled device (ccd). Also, evaluation found water tightness was lost due to a pinhole in the instrument channel, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the evis lucera elite bronchovideoscope became black with no image and could not be restored. The issue occurred during pre-use inspection prior to a diagnostic transbronchial biopsy. There was no delay and the procedure was completed with a replacement device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to include b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the suggested event occurred by breakage of the image sensor unit or failure of the circuit board inside video connector. The event can be detected/prevented by following the inspection method for the event in "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: "[inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal. Warning: do not stare directly into the distal end of the endoscope while the examination light is on. Eye injury may result. Note:if the object cannot be seen clearly, wipe the objective lens using gauze moistened with ethyl. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section.". Olympus will continue to monitor field performance for this device.